Event description:
Md unable to remove clip marker from safety mode prior to use. Please note that marker was never in patient's breast. New clip marker used without difficulty. No injury/no treatment. Procedure continued without delay.